Event description:
It was reported to boston scientific corporation that after an endovive safety peg kits pull method device is placed, there are problems when the tubing is hooked up to the pump. (Patient age, gender and weight are unknown). According to the complainant, the tubing leaks and after the tube has been in for a while, it seems the tubing is stretching and it keeps coming unhooked from the pump. The customer requested information about the adapter. There were no patient complications reported as a result of this event. The patient's condition was reported to be unknown.

Manufacturer narrative:
According to the complainant, the suspect device is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.